Event description:
On (B) (6) 2005 had arthroscopic repair of bankart lesion for injury suffered during a high-school basketball game on (B) (6) 2005. Had MRI on (B) (6) 2005. Breg pain care 4200 with marcaine was placed in the intra-articular space of right shoulder and used for 4 days from (B) (6) 2005-(B) (6) 2005. It was removed by the health-care provider. Pt was told to leave device alone and at no point did pt or her caregiver make any adjustments to the pain pump. Initial recovery and physical therapy was uneventful and prognosis was described as excellent. Pain in shoulder very noticeable in 2006. Tried to play college basketball in 2007. In 2007, had MRI which revealed near-end stage chondrolysis of right shoulder. Was told she would multiple total shoulder replacements in her lifetime, but to "hold onto" the joint as long as physically possible. We are involved in litigation with breg, inc. Dose or amount: marcaine, route: intra-articular. Dates of use: (B) (6) 2005-(B) (6) 2005. Diagnosis: pain control after arthroscopic shoulder surgery.